Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between february 7, 2023 and august 8, 2023 recorded the shock impedance around 100 ohms with two sudden increases to >150 ohms in june 2023 and further out of range progress until the end of the recording period. The analysis of the provided iegm episodes number 91 and 92 revealed artifacts on the farfield channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 157 months, it was observed that the shock impedance was too high. The lead was capped. Should additional information be received, this file will be updated.